Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. Product ID 8709, lot# serial# (B)(4), implanted: 2011-(B)(6), product type catheter. Product ID 8590-9, lot# n230007, product type accessory. (B)(4).

Event description:
It was reported that, a few weeks after a recent pump replacement, a catheter revision was done. Following the pump replacement, the patient was inpatient from 2014-(B)(6) to 2015-(B)(6). On 2014-(B)(6), the patient was seen for a follow-up visit and spasticity management. At this time, patient continued to report left lower extremity spasticity since hospital discharge. The spasticity continued to be bothersome. The patient wanted further titration of the pump to better control her tone/spasms. The patient had not yet started her outpatient physician and occupational therapy. Upon physical examination, tone was noted in her left lower extremity at her ankle/extensor hallucis longus (ehl). She had mild left upper extremity tone. Pump interrogation and reprogramming was performed. A 20% increase was done and a 50mcg bolus was given. The patient tolerated the procedure well. While programming, a ¿stopped pump¿ message was noted. The healthcare provider (hcp) wanted to know why this had occurred. Repeat logs were obtained with errors noted. It was unknown if a tube set message occurred. The alarm did not occur after a motor stall. The pump was not intentionally stopped or turned off. It was unknown if the pump stopped because of an interruption in the telemetry between the programmer and the pump. The hcp planned to recheck the event logs at the patient¿s next visit to ensure that there was no issue with her device. She had a follow-up appointment with a different healthcare provider (hcp) scheduled for 2015-(B)(6). It was noted that patient¿s pump was placed in the left lower quadrant of her abdomen. The patient outcome related to the stopped pump was indicated to be unknown, as no symptoms were noted at the event. The patient was noted as receiving intrathecal baclofen therapy. The cause of the event and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.